Event description:
It was reported that during the administration of cardioplegia the balloon would not deflate and continued to inflate. Pt injury reported. Device malfunction caused aorta to rupture.

Manufacturer narrative:
Device not returned